Event description:
When taking the covers off her tango optimo, the customer cut herself with the bio-rad sign on the front of the tango optimo. The customer said the sign has been glued several times and will not remain glued. This site has one of the older models and the tango optimo sign goes across the whole top of the tango optimo. The customer also mentioned the sign has been unglued at the corners, especially the left corner, for many years. This has never been reported to bmd. The customer was standing in front of the tango optimo in the process of getting ready to remove the covers. The customer then reached across the tango optimo to the left to turn the analyzer off when the shelve of her lab coat was caught by the bio-rad sign causing the scratch on her arm. The customer said she was bleeding after the scratch but said she was fine. The tango optimo sign was now fixed by one of our field service engineers. The reported problem is associated to a coincidence of several items with a focus on communication between customer and company as well as insufficient maintenance of the device in question. Apparently the customer was well aware of the detrimental condition of the casing of the tango optimo in question but never considered to escalate it to bio-rad. Since there are no further complaints on identical issues from anywhere else, the complaint will be closed as a single-event.

Manufacturer narrative:
This is our combined initial and final report on this incident